Event description:
It was reported that the device would not provide a value for the r wave during testing. There was complete undersensing of the r wave at 1.2 mv. Also noted was that capture thresholds were elevated at 2.5v. A new pace/sense lead was implanted, and the high voltage coil remains in use. The device remains in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.